Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 and a2: sample ID (B)(6) is a 29-year-old female and sample ID (B)(6) is a 21-year-old female.

Event description:
The customer observed false negative alinity I total -hcg results for two pregnant patients. The negative results were not reported out. The following data was provided: sid (B)(6) female age 29 initial result = <2.30 miu/ml repeat result = 1515.10 miu/ml. Sid (B)(6) female age 21 initial result = <2.30 miu/ml repeat result = 1130.92 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed that the pre-trigger alnty ci snsr bsl was broken. The fsr replaced the pre-trigger alnty ci snsr bsl and the module function was verified with a control run. The service history of the (B)(6) verifies no subsequent issues have been reported related to false negative b-hcg patient results after the current issue was identified. A review of tracking and trending for the pre-trigger alnty ci snsr bsl did not identify any trends. A review of complaint and trending data did not identify any trends associated with the alinity I with regards to the current issue. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. The alinity ci-series operations manual provides adequate labeling with regards to maintenance and troubleshooting, removal, and replacement of the alnty ci snsr bsl. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty ci snsr bsl were identified.

Event description:
The customer observed false negative alinity I total -hcg results for two pregnant patients. The negative results were not reported out. The following data was provided: sid (B)(6) female age 29 initial result = <2.30 miu/ml repeat result = 1515.10 miu/ml. Sid (B)(6) female age 21 initial result = <2.30 miu/ml repeat result = 1130.92 miu/ml. No impact to patient management was reported.